Manufacturer narrative:
Citation: jubran a et al. Intraprocedural valve-in-valve deployment for treatment of aortic regurgitation following transcatheter aortic valve replacement: an individualized approach. Int j cardiol. 2019 may 15;283:73-77. Doi: 10.1016/j.ijcard.2018.12.079. Epub 2019 jan 2. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes of valve-in-valve deployment for treatment of aortic regurgitation in patients who underwent implantation of self-expanding valves during transcatheter aortic valve replacement. All data were collected from a single center between (B)(6) 2010 and (B)(6) 2017. The study population included 11 patients (predominantly male; mean age 84 years; mean weight 79 kg), 5 of which were implanted with a medtronic corevalve bioprosthetic valve and 6 were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). It was noted that 29, 31, and 34 mm prosthesis sizes were used. Among all patients, adverse events included: valve-in-valve implantation, permanent pacemaker implantation, balloon aortic valvuloplasty post-dilation following valve-in-valve implantation, valve migration following balloon aortic valvuloplasty post-dilation, incomplete valve expansion, valve undersizing, and moderate-severe aortic regurgitation/paravalvular leak. Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.